Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump 702729 did not alarm occlusion when there was one present." Device operator was unknown. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.